Event description:
A customer contacted beckman coulter inc. (Bec) stating that the unicel dxh 800 coulter cellular analysis system leaked clear liquid around and behind the nrbc mix chamber (blood, diluent and cell lyse are the fluids present in the nrbc mix chamber). The user was wearing personal protective equipment (ppe) consisting of a gown, gloves and eye protection at the time of the incident. There was no injury or exposure reported and medical attention was not sought. No patient results were affected since the customer was performing maintenance.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and found that the nrbc mix chamber was overflowing due to a plug in the drain fitting. Fse cleared the nrbc mix chamber drain fitting. Per fse, the plug was a pink/white blockage but the material was not identified. The customer uses bd 5ml edta sample tubes with hemogard closure. Fse also instructed the operator on how to perform the procedure. The root cause for the leak is attributed to the plugged drain fitting on the nrbc mix chamber. (B)(4).